Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and systemic lupus erythematosus ('type of autoimmune diagnosed- lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition: unspecified"), psoriasis ("autoimmune: psoriasis"), psychological trauma ("psych injury"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headache"), systemic lupus erythematosus (seriousness criterion medically significant) and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on 1-apr-2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain and menorrhagia had resolved and the dermatitis allergic, psoriasis, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, headache, weight increased, systemic lupus erythematosus and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, psoriasis, psychological trauma, systemic lupus erythematosus, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she had received treatment following events: autoimmune : psoriasis, uti (urinary tract infections), vaginal infection, vaginal discharge". Per ppf: essure insertion date: 01jan2009 and essure confirmation test (note discrepancy). Discrepancy noted in date of birth as per ppf- (B)(6) 1984 discrepancy noted in insertion date- (B)(6) 2009. Discrepancy noted in removal date- (B)(6) 2019. Discrepancy noted as per ppf in essure confirmation test- (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: plaintiff fact sheet received : reporter information updated. Events added- systemic lupus erythematosus, migraine. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for contraception: yasmin. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception and naproxen (motrin), paracetamol (tylenol) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) for migraine and pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain / abdomen"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding), abnormal bleeding (vaginal, menorrhagia),"), psoriasis ("autoimmune: psoriasis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("gi (gastrointestinal) conditions : bloating,"), alopecia ("hair loss"), headache ("headache"), migraine ("migraine/ headches"), loss of libido ("hormonal changes describe: loss of libido"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), pain in extremity ("leg pain") and adnexa uteri pain ("ovaries pain"). In (B)(6) 2012, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cysts"). In (B)(6) 2013, the patient experienced anxiety ("psych injury, psychological or psychiatric problems condition: anxiety"). In (B)(6) 2013, the patient experienced dental caries ("dental problems"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2019, the patient experienced liver injury ("liver damage"). In (B)(6) 2019, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), dermatitis allergic ("rash/skin condition: unspecified"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection") and systemic lupus erythematosus ("type of autoimmune diagnosed- lupus"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), and tooth extrraction). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, vaginal discharge, fatigue, abdominal distension, alopecia, weight increased and vaginal haemorrhage had resolved, the dermatitis allergic, psoriasis, anxiety, urinary tract infection, vaginal infection, dental caries, systemic lupus erythematosus, migraine, loss of libido, endometriosis, ovarian cyst, liver injury and pain in extremity outcome was unknown and the headache and adnexa uteri pain was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, dental caries, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, liver injury, loss of libido, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, psoriasis, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had received treatment following events: autoimmune : psoriasis, uti (urinary tract infections), vaginal infection, vaginal discharge", migraine , anxiety, weight gain , pain per ppf: essure insertion date: (B)(6) 2009 and essure confirmation test (note discrepancy). Discrepancy noted in date of insertion (B)(6) 2009. Discrepancy noted in date of removal (B)(6) 2019. Current weight 135 lbs. Three coils visible on the left and two visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: result- total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: extension of expected date of next report. On 23-mar-2020: social media received. Process with fu 8 (non-significant information). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for contraception: yasmin. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception and naproxen (motrin), paracetamol (tylenol) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) for migraine and pain. On (B)(6)2009, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain / abdomen"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding), abnormal bleeding (vaginal, menorrhagia),"), psoriasis ("autoimmune: psoriasis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("gi (gastrointestinal) conditions : bloating,"), alopecia ("hair loss"), headache ("headache"), migraine ("migraine/ headaches"), loss of libido ("hormonal changes describe: loss of libido"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), pain in extremity ("leg pain") and adnexa uteri pain ("ovaries pain"). In (B)(6)2012, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cysts"). In (B)(6)2013, the patient experienced anxiety ("psych injury, psychological or psychiatric problems condition: anxiety"). In (B)(6)2013, the patient experienced dental caries ("dental problems"). In (B)(6)2016, the patient was found to have weight increased ("weight gain"). In (B)(6)2019, the patient experienced liver injury ("liver damage"). In (B)(6)2019, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia"), dermatitis allergic ("rash/skin condition: unspecified"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection") and systemic lupus erythematosus ("type of autoimmune diagnosed- lupus"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), and tooth extraction). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, vaginal discharge, fatigue, abdominal distension, alopecia, weight increased and vaginal haemorrhage had resolved, the dermatitis allergic, psoriasis, anxiety, urinary tract infection, vaginal infection, dental caries, systemic lupus erythematosus, migraine, loss of libido, endometriosis, ovarian cyst, liver injury and pain in extremity outcome was unknown and the headache and adnexa uteri pain was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, dental caries, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, liver injury, loss of libido, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, psoriasis, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had received treatment following events: autoimmune : psoriasis, uti (urinary tract infections), vaginal infection, vaginal discharge", migraine , anxiety, weight gain , pain per ppf: essure insertion date: (B)(6)2009 and essure confirmation test (note discrepancy). Discrepancy noted in date of insertion (B)(6)2009 & (B)(6)2009. Discrepancy noted in date of removal (B)(6)2019 & (B)(6)2019. Current weight 135 lbs three coils visible on the left and two visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - in (B)(6)2009: result- total bilateral occlusion. Imaging procedure - on (B)(6)2009: essure confirmation test (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs received: patient date of birth updated, reporter, lab data, medical history, concomitant drug, was added new events: loss of libido, vaginal bleeding, endometriosis,ovarian cysts, ovarian pain, leg pain, liver damage, were added. Previously added psych injury, tooth disorder, gastrointestinal disorder was updated to anxiety, dental caries, abdominal distention. On 2-jan-2020: follow 5 and 6 was processed together. Pfs received: no new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and salpingitis ('salpingitis isthmica nodosum') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2008 and overweight. Previously administered products included for contraception: yasmin. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception and naproxen (motrin), paracetamol (tylenol) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) for migraine and pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain / abdomen"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding), abnormal bleeding (vaginal, menorrhagia),"), psoriasis ("autoimmune: psoriasis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension gi (gastrointestinal) conditions : bloating, alopecia ("hair loss"), headache ("headache"), migraine ("migraine/ headches"), loss of libido ("hormonal changes describe: loss of libido"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), pain in extremity ("leg pain") and adnexa uteri pain ("ovaries pain"). In (B)(6) 2012, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cysts"). In (B)(6) 2013, the patient experienced anxiety ("psych injury, psychological or psychiatric problems condition: anxiety"). In (B)(6) 2013, the patient experienced dental caries ("dental problems"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2019, the patient experienced liver injury ("liver damage"). In (B)(6) 2019, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dermatitis allergic ("rash/skin condition: unspecified"), urinary tract infection ("uti urinary tract infection"), vaginal infection ("vaginal infection") and systemic lupus erythematosus ("type of autoimmune diagnosed- lupus"). The patient was treated with surgery hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), and tooth extraction). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, vaginal discharge, fatigue, abdominal distension, alopecia, weight increased and vaginal haemorrhage had resolved, the salpingitis, dermatitis allergic, psoriasis, anxiety, urinary tract infection, vaginal infection, dental caries, systemic lupus erythematosus, migraine, loss of libido, endometriosis, ovarian cyst, liver injury and pain in extremity outcome was unknown and the headache and adnexa uteri pain was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, dental caries, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, liver injury, loss of libido, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, psoriasis, salpingitis, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had received treatment following events: autoimmune : psoriasis, uti (urinary tract infections), vaginal infection, vaginal discharge", migraine , anxiety, weight gain , pain per ppf: essure insertion date: (B)(6) 2009 and essure confirmation test (note discrepancy). Discrepancy noted in date of insertion 07-apr-2009 & 01-aug-2009. Discrepancy noted in date of removal 01-apr-2019 & 05-apr-2019. Current weight 135 lbs. Three coils visible on the left and two visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: result- total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) result - bilateral occlusion. Ultrasound scan - on (B)(6) 2018: linear echogenic coils seen within the fallopian tubes consistent with known essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: mr received. New event 'salpingitis' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition: unspecified"), psoriasis ("autoimmune: psoriasis"), psychological trauma ("psych injury"), urinary tract infection ("uti (urinary tract infection)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), tooth disorder ("dental problems") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed in 2009. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain and menorrhagia had resolved and the dermatitis allergic, psoriasis, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, pelvic pain, psoriasis, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she had received treatment following events: autoimmune : psoriasis, uti (urinary tract infections), vaginal infection, vaginal discharge". Per ppf: essure insertion date: (B)(6) 2009 and essure confirmation test (note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test (unspecified) result bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ chronic pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, apareunia, back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition (unspecified), autoimmune: psoriasis, psych injury, uti (urinary tract infection), vaginal infection, vaginal discharge, fatigue, gi (gastrointestinal) conditions, hair loss, dental problems, headaches and weight gain¿. Reporter¿s information, demographics, lab data, essure indication (amended) and essure insertion (updated)/removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.